Manufacturer narrative:
(B)(4) was not authorized by the customer to evaluate the device.

Event description:
It was reported that the ventilator battery does not charge. It was reported that the event occurred during clinical use. There was no patient harm reported.

Manufacturer narrative:
Date of report: 09/23/2018. (B)(4). Date of manufacturer: 06/20/2018. It was reported that the customer evaluated the device. The battery was replaced to address the issue. The device was returned to service. No part was returned to failure investigation; therefore, the root cause of the reported issue could not be determined.